Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). No product is expected for return.

Event description:
The reporter complained of an erroneous inr result for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 7.7 inr. The result from the laboratory within 1 hour was 4.24 inr. The patient's therapeutic range is 2.0 - 3.0 inr. There is no information to reasonably suggest an adverse event occurred at the time of these results. The meter and test strips were requested for investigation; however, no product can be sent. Relevant retention test strips (lot 322641) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No product is expected for return. The investigation did not identify a product problem. The cause of the event could not be determined.